Manufacturer narrative:
Continuation of d10: product ID unk-nv-rebar (unknown); implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a mechanical thrombectomy procedure to treat an ischemic stroke in the m1 segment of the left brain, the solitaire fr 6x30 stent could not be pushed out of the rebar 18 microcatheter at the distal end. Repeated adjustments to deliver the stent were unsuccessful. The stent was replaced with another stent to complete the procedure. Stent damage was observed at the connection between the stent body and the delivery rod, and this was noted out of the package. The patient's baseline mrs, nihss, and tici scores were 4, 13, and 1 respectively. Post-procedure these were 4, 13, and 2b respectively. IV tpa was not contraindicated. The patient's vessel tortuosity was moderate. The stroke onset to reperfusion time was 7 hours. No patient complications or symptoms have been reported as a result of this event. The devices were prepared according to the instructions for use (IFU).

Manufacturer narrative:
H3: the solitaire fr 6-30 stent device was returned for analysis. The reported rebar 18 catheter was not returned with the solitaire stent device. The solitaire fr 6-30 stent¿s finger markers were examined inside the introducer sheath. All finger markers were aligned correctly, and no damage was noted. The introducer sheath was in good condition. The stent¿s working length struts were in good condition, while the non-working length struts were kinked at the teardrop struts. No irregularities were found outside the proximal marker. The marker coil was in good condition. No kinks or bends were noted on the pusher wire. No other anomalies were found. Due to its damaged condition, the returned solitaire fr 6-30 stent device cannot be used for resistance testing. Based on the reported information and device analysis, the customer¿s ¿resistance during delivery/retrieval¿ complaint was confirmed, as the non-working length struts of the returned solitaire fr 6-30 stent device were kinked at the teardrop strut. The damage likely occurred when the customer attempted to advance the solitaire fr 6-30 stent device through the rebar 18 catheter against resistance. In this event, the root cause of the resistance complaint was that the rebar 18 catheter was incompatible with the solitaire fr 6-30 stent device, as it has a labeled inside diameter (ID) of 0.021 inches. Per the solitaire fr instructions for use (IFU): ¿solitaire fr 6-30 should be delivered through a catheter with a minimum inside diameter (ID) of 0.027 inches.¿ medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received clarified that the connection point location was kinked. When they opened the package and pushed the device in the y valve, it was found that it was damaged and they replaced the stent with a new one. The cause of the event was not determined. There was no damage or evidence of tampering to the device packaging. A continuous saline flush was administered and maintained as indicated in the IFU.